Event description:
Spouse of home patient (hp) reports tubing of a 2-3 month old transfer set, separated form the luer adapter during dwell 3 of their automated peritoneal dialysis treatment. Reportedly reconnected transfer set tubing, and ended hp's treatment with the assistance from the baxter tech. Spouse reports hp's set was changed the following morning at the unit and that hp was treated prophylactically with vacomycin 4 gm x 1 and tobramycin 200 mg x 1 and 68 mg daily for 3 days. Spouse reports hp is responding to treatment.